Manufacturer narrative:
It was noted that the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture with no asystole noted. A surgical revision was performed and the helix would not retract upon removal of the lead. The lead was explanted and replaced. No additional adverse patient effects were reported.